Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a stimulator. It was reported that the patient met with the rep for reprogramming, but they felt shocking sensations from the implantable neurostimulator (ins). The contributing factors that might have led to the issue were unknown. The patient noted that the shocking dissipated once she left the system off for a while. Impedance measurements were within normal limits. The rep decided to reprogram the device but as they were reprogramming, the patient would get a shocking sensation on their right side about five inches above the ins site. The rep continued to reprogram to improve the patient¿s coverage. Also, the rep told the patient to turn the ins off if the shocking reoccurred and wait for a day, then turn it back on to see if the shocking would return. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. There were no further complications reported or anticipated.